Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones coming from their device. The patient performed an interrogation using their remote home monitoring system and this displayed an alert indicating the battery voltage was too low for projected remaining capacity. This fault occurred on (B)(6) 2012. The device longevity is not accurate so boston scientific technical services (ts) recommended a device memory download. The device memory was reviewed by a post market quality assurance engineer. The fault code was confirmed and the depletion started to occur approximately one month ago. The estimated rate of depletion was high which will exhaust the battery in a short time. Engineers recommended device replacement within seven days and returned to boston scientific for detailed analysis. The device was subsequently explanted and replaced approximately one week later.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a fault code 1003 was recorded on (B)(6) 2012. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.